Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient thought the the battery died last monday and ever since then patient has been feeling like the leads that go up to their neck were hurting because they moved. Pt then said it started last week, thursday or friday and sunday when the leads started bothering them, they hurt. Patient said it hurts if they move their right arm. Pt felt no stimulation. Pt used their programmer and it was showing sync screen and won't do anything. Instructed pt to replace batteries. Pt put new batteries in and got poor communication screen. Reviewed their ins battery life depends on usage and settings, redirected to healthcare provider (hcp) to check the implant and leads. Pt said they did not have a managing hcp for the stimulator. Pt said maybe they will go to ER because the leads had been bothering them and maybe in ER they could do a CT scan. Pt said the leads had moved, agent could not hear the pt well and thought pt said 'like 8 or 9 years after implanted'. Pt reported they had a fall like a month ago, they lost their balance. Pt also fell last year. Pt was redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 (serial: (B)(6) ); product type: 0200-lead; implant date 2010-10-05; explant date brand name ; product ID 3778-60 (serial: (B)(6) ); product type: 0200-lead; implant date 2010-10-05; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they were going to have the implant replaced. Pt inquired if the leads were still good in there back and if the leads were what was causing the pain. Patient mentioned that they don't want an implant like the one they have currently and that they don't want a rechargeable implant; patient asked about implant models; agent reviewed information. Patient asked about leads and if they are supposed to burn; agent reviewed information. Patient noted that their current doctor only replaces implants and not leads and that they have a different doctor who replaces leads; patient added they have been getting the runaround about their leads. Patient stated that their implant and programmer are currently on and that they cannot get it off and that they know it is on because they usually feel a jerk or movement inside when the implant is off; patient added it has been this was for the last 2 days. Patient asked about equipment in regards to the replacement; agent reviewed information. Patient asked if they had to bring their equipment to the replacement procedure; agent reviewed information. Patient mentioned the doctor and rep had not given them any information about the procedure. Patient reported their doctor was calling and they had to end the call.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2010; product type: lead. Product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2010; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.